Event description:
The following has been reported: reported to biomed pump problem alarm, biomed reported occlusion alarms before pump problem in history log, no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (pressure sensor board). Reporting due to referenced issue. No adverse effects were reported. The device was not received back for investigation. Therefore, no "analysis" could be performed and no root cause was identified. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.